Manufacturer narrative:
Findings: unit returned with blank display and partial display when button pressed anomaly isolated to the lcd board. Unable to perform basic occlusion, occlusion, prime/a33 test, excessive no delivery and displacement test due to blank display. Drive support disk was inspected and no anomaly was noted. Unit had scratched on display window. No cracks found on the case and display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.